Manufacturer narrative:
(B)(4). No product was returned per customer as set was discarded. The customer's complaint of the set leaking could not be confirmed due to the product was not returned for failure investigation. Carefusion sales rep met with the customer and identified the tubing was coming apart between the primary and extension tubing. The customer was not tightening the connection prior to use.

Event description:
The customer reported a tubing leak. Leak occurred "... At the junction where the tubing attaches to the blue or clear port." The set was not saved because it was contaminated. There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.